Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4),

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited premature battery depletion. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2015. Daily battery trend data shows gradual rise in battery impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.